Event description:
It was reported syntel silicone embolectomy catheter - regular tip balloon ruptured in vessel during bypass procedure. No injury reported to patient.

Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the incident. The IFU states: "in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, plaque, arterial dissection, and hemorrhage." The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.